Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Discarded.

Event description:
Removal of a gamma nail done a few years ago to a total hip arthroplasty.